Event description:
A customer obtained cmv igg results that were discordant with another methodology for one patient's sample generated by the unicel dxi 800 access immunoassay system. The result was not reported out of the laboratory; hence patient treatment was not impacted by this event. Sample collection and centrifugation data was not supplied. On (B)(6) 2011 cmv igg calibration was performed and passed. Service was not dispatched. A sample from the patient was sent to customer product line support line (cpls) europe for interference testing. Cpls repeated customer's results on neat sample. Dilution test results were not conclusive. Heterophile testing did not allow to detect interference since none of the blockers used were able to modify the signal. Sample was sent for alternative testing and negative result was obtained. Investigation did not demonstrate any interference and could not determine the root cause of the issue.